Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage at the electronic assembly. The pump was received with moisture damage at the motor assembly. They were unable to perform the displacement test, basic occlusion test, occlusion test and excessive no delivery test due to blank display. There was no constant tone. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 307 mg/dl at the time of incident. The customer stated that the pump overlay was damp because of exposure to water. The pump display went blank immediately. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.